Event description:
Pt was on a heparin drip at 6ml/hr (1:1 concentration, so 6 units/hr). Pt bent his arm and the pump alarmed for occlusion. The nurse restarted the infusion and it appears that the rate increased to 15.2ml/hr without being noticed. The increased rate of 15.2ml/hr ran for 2 hours until it was discovered. The pt had labs drawn and the inr was within normal limits. No pt harm. The devices were sent to biomed. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.